Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on september 16, 2019. They could not identify any factors that could have contributed to the adaptive stimulation (as) issues. The patient did meet with a manufacturer representative (rep) on (B)(6) 2019, who had adjusted the "angle" at which the as would change from reclining to upright. This resolved the as issues and the back pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6)2019, the patient was in a reclined position and stimulation was set at 0.4. They then stood up and checked their setting again, which should have been at 1.0, but it was still at 0.4. No symptoms were reported. It was reviewed that the transitional default time was set to 20 seconds, so the patient would need to wait longer than they had before checking the setting. It was also reported that the settings were changing on the patient. It was reviewed that the stimulation for a position could unknowingly be changed if the patient were to move before the stability time had passed. The patient stated they would adjust and check their settings according to what patient services recommended, and if they have further issues they would follow up with their doctor. The patient contacted patient services again on (B)(6) 2019 and reported they tried adjusting their positions as they were instructed but when they checked it, they noticed their back pain returned. Also, when the patient was upright and had been walking around, it was indicating they were lying down or reclining and the setting was only at 0.4 instead of a higher setting. They were redirected to see their doctor. No further complications were reported or anticipated.